Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the protective shipping cap (at female connector) of a transfer set. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed particulate matter on the inside or the outside of the original cap on the dark blue female connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with the original cap on the female connector. A visual inspection with the naked eye noted a brown particulate matter (pm) embedded (fully encapsulated) in the clear cap, outside the fluid path. The pm was intrinsic to the manufacturing process. The reported condition was verified. The cause of the condition was related to burned plastic from the molding process during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.